Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks across several episodes around the same time while the patient was skiing. These occurred while programmed to the alternate vector. Technical services (ts) analyzed episode data and determined that t-wave oversensing was the cause. Ts recommended vector evaluation. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks across several episodes around the same time while the patient was skiing. These occurred while programmed to the alternate vector. Technical services (ts) analyzed episode data and determined that t-wave oversensing was the cause. Ts recommended vector evaluation. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
The "known inherent risk of device" investigation conclusion code was selected. The complaint device was not returned to bsc and product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. The primary reported observation is addressed in product labeling (i.e. Instructions for use). Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.